Event description:
In early 2008, the patient stated as she was setting up her infusion device the screen became frozen and she was not able to clear it. She then removed the insulin cartridge and the entire contents spilled in the cartridge compartment of the infusion device. She stated that the bottom fell out of the insulin cartridge. She stated she would switch to her other infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.